Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc confirmed that the subject device had passed more than 6 years since it was manufactured. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus service operation repair center (sorc) there was the possibility that this phenomenon was attributed to activating the temperature switch due to the increasing the temperature inside of the subject device by the aging degradation of the fan of the power unit for long-term use.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing the subject device became hot and suddenly turned off. Olympus service operation repair center checked the device and found that the fan of the power unit was damaged. There was no report of patient injury associated with the event.